Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had air bubbles in the reservoir since last week. Customer noticed the bubbles last week and stated that the insulin that is inserted in the reservoir was kept in room temperature and was not cold. Customer stated that the insulin did not look expired or cloudy. Customer's blood glucose was 15.0 mmol/l. Customer treated with a correction from the pump. Customer's blood glucose came down to 9.0 mmol/l. Customer was advised to change her set. Customer mentioned that she has experienced this issue with 3 reservoirs in a row. Customer will be shipped some reservoirs.